Manufacturer narrative:
Correction: h6 and h10. Evalaution summary: post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found the battery was vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior the procedure, the handle became unable to be charged. The sales representative collected the handle and upon insertion of the handle into the charger, the led was found to be flashing red. While re-inserting the handle into the charger a few times, the led turned to illuminate green from flashing green only once, but still could not be charged by the charger and could not start up. As the handle could not start up, the number of its procedures remaining could not be checked, but it probably remained around 200 times. Another device was used to complete the case. There was no patient involvement. Medtronic's initial evaluation of the incident device found both batteries to be vented, causing them to leak electrolytic fluid. The battery cells would be unable to charge under these circumstances and would result in the handle entering a cell under voltage and voltage imbalance at rest state.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also available. A review of the system logs showed that the handle was placed on a charger and the next time the handle initializes is with low voltage detected on the charger. The handle was opened up and both batteries were found to be vented. It was reported that the power pack was not adequately charged or cannot hold a charge. The reported issue was confirmed. The most likely root cause was traced to device design. It can also occur when the battery cells venting causing them to leak electrolytic fluid and would be unable to charge thus would result in handle entering cell under voltage (cuv) and voltage imbalance at rest (vimr) state. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior the procedure, the handle became unable to be charged. The sales representative collected the handle and upon insertion of the handle into the charger, the led was found to be flashing red. While re-inserting the handle into the charger a few times, the led turned to illuminate green from flashing green only once, but still could not be charged by the charger and could not start up. As the handle could not start up, the number of its procedures remaining could not be checked, but it probably remained around 200 times. Another device was used to complete the case. There was no patient involvement.